Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was not hospitalized. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13a29119 and h12l06108 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.